Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the ceramic pad fell off during use. The harmonic errored during initial testing. Tested harmonic with jaws closed which may have compromised the ceramic pad. Unknown how the case was completed. There were no adverse consequences to the patient.